Event description:
Target was informed that after removing the dasher-14 guidewire the physician noticed that the tip was damaged. The distal portion of the guidewire was reported to still be in the vessel. However, this event has had no affect on the pt's health.